Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-nov-2022 to 15-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the provider is no longer accessible from the server. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation system provided is no longer accessible from the server, resulting in delays in patient care. A customer has reported that an issue with the station server is hindering access to medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the provider has disappeared from the server. A technical support specialist verified station found that there was no issue with the station. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system provided is no longer accessible from the server, resulting in delays in patient care. A customer has reported that an issue with the station server is hindering access to medication for the patient. There were no adverse events or injuries reported based on this incident.